Manufacturer narrative:
An event regarding abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation it remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there has been no other similar event for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. This device is not fall under the scope of recall. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that allegedly on or about (B)(6)2016 the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip. It is further alleged that he suffered injuries as a result of implantation of the device at issue, and excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head at issue.

Manufacturer narrative:
An event regarding abnormal ion levels involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation it remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. The event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that allegedly on or about (B)(6) 2016 the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip. It is further alleged that he suffered injuries as a result of implantation of the device at issue, and excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head at issue.